Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital and was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported by our (B)(4) distributor that their customer reported the following: simplex bone cement vials ref 6197-1-001, have broken into small pieces when opening the top of the vials and glass fell into the powder so they were discarded.

Manufacturer narrative:
An event regarding glass shattering of a simplex liquid ampoule while opening the ampoule was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection and functional testing was completed on retain ampoules tested from the reported lot. No unusual characteristics were observed and the plastic crackers were present on the ampoules. Clean breaks were observed with all tested ampoules with no evidence of visible fissures present on the ampoules neck or excessive fragments of glass generated under the breakage. -medical records received and evaluation: not performed as no medical records were provided. -device history review: the devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the reported shattering of the ampoule cannot be confirmed. Testing of reatin ampoules from the same lot resulted in the ampoules breaking as intended, i.e. Clean breaks with no visible fissures or excessive fragments of glass. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.

Event description:
It was reported by our (B)(4) distributor that their customer reported the following: simplex bone cement vials ref 6197-1-001, have broken into small pieces when opening the top of the vials and glass fell into the powder so they were discarded.